Event description:
In 2009, at 8am, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving the "apply sample" message. The following month, this medical affairs specialist contacted the patient to clarify information obtained during the follow-up phone call. The patient tests her blood glucose twice per day and controls her diabetes with metformin. After the reported issue began one month prior, the patient reportedly could not test on the subject meter or any other meter for two weeks. The patient did not realize she was able to call lifescan for assistance unit her pharmacist informed her about the lfs phone number in the back of the meter. Two weeks after the "apply sample" issue began, the patient allegedly developed low blood glucose symptoms described as "nervous and shaky." The patient promptly administered self-treatment with candy and felt better after 30 minutes. Two hours prior to the aforementioned symptoms, the patient ate her lunch as usual and did not participate in any strenuous activities. The patient felt that had the subject meter worked on the day of concern, she could have tested her blood glucose and prevented the aforementioned symptoms. The patient's medication regimen was not changed immediately prior to or after the reported incident. During troubleshooting, the reported issue was not resolved. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hypoglycemia and received medical intervention after she was unable to test her blood glucose due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.